Manufacturer narrative:
Device label code for f10. Position 1: 1701.

Event description:
When the iab was removed from the blister tray, one of the retainers remained on theiab. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - reported 10/8/96. Patient's current status: unk - rpt'd 10/8/96.